Event description:
It was reported that the patient had pectoral stimulation with unipolar pacing when a polarity switch occurred on the atrial lead. Low impedance was also noted since the patient's last follow up visit. Follow-up yielded no additional information. It is unknown if any intervention or reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.